Manufacturer narrative:
Date of non-union is not known. UDI: (10) lot number unknown gtin unavailable, product made prior to gtin compliance date. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2017 due to a nonunion. The patient is reported having a femur fracture that did not heal. The nail, helical blade, and distal locking screw were removed all devices intact. The patient was revised to a total joint replacement. There is no report of patient harm or surgical delay. This report is for one (1) 10mm 130 degree cannulated trochanteric fixation nail this is report 1 of 3 for (B)(4).